Event description:
It was reported, there was a setscrew for the implantable neurostimulator missing from the kit during an implant procedure. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: the #0 connector block was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet.

Event description:
Additional information received reported the device was not implanted or used and the patient was not affected by the device. The patient was successfully implanted with a function implantable neurostimulator (ins) and had a "positive" outcome.

Manufacturer narrative:
(B)(4).